Manufacturer narrative:
Medical devices continued: d334drg ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was advised that the right atrial (ra) lead wasn¿t working properly and was ¿dead¿. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.